Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the instrument is performing within specifications. Patient samples were provided for investigation. Based on the testing performed by siemens, the patient sample was confirmed as discordant, and that the sample is reacting with the bead used in the assay. No further evaluation of the device is required.

Event description:
A false positive advia centaur (B)(6) result was obtained on a patient sample. The customer sent the sample to another laboratory for confirmation. The test results were negative by other test methods. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.